Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a type b chronic aortic dissection using conformable gore® tag® thoracic endoprostheses (ctag) after total arch replacement. Two ctag devices were placed. The procedure was completed without any issue. On an unknown date in (B)(6) 2021, a distal stent graft-induced new entry (dsine) was confirmed on the follow up imaging. On (B)(6) 2022, a reintervention to place an additional stent graft distally to extend was performed. Reportedly, a distal type I endoleak remained but the physician elected to monitor it, the procedure was completed without further treatment. The patient tolerated the procedure.